Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer did not perform the air removal step or use room temperature insulin when filling the cartridge. Technical support educated the customer on proper load procedures. Multiple contact attempts were made by tandem technical support to continue troubleshooting as the call was dropped however, the customer did not respond.